Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported a system message was displayed during a procedure. Manual aspiration was used to complete the surgery. There was no pt harm reported.